Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (death) has been confirmed. Upon investigation the electrode belt had the front therapy pad and ECG "a" severed and removed from the belt. The emt reportedly cut the cable to preform resuscitation efforts. Based on a review of the flags there is no indication that the belt had a malfunction before the cable was severed. Monitor sn (B)(4) evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The lifevest operated as designed and treated the ventricular arrhythmias.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016. The patient was found unconscious . The patient's wife reported that the device was alarming. Paramedics were called. The patient went into ventricular fibrillation and eight appropriate treatments were delivered. The first, second, third, fifth, sixth, seventh, and eight did initially convert the patient's arrhythmia to a slower rhythm however the rhythms degraded back into ventricular fibrillation. The response buttons were pressed intermittently prior to first treatment. On arrival the paramedics cut the lifevest to preform resuscitation. The lifevest operated as designed and treated the ventricular arrhythmias.